Event description:
It was reported that the patient was unable to deflate the ambicor penile prosthesis (app). The app was removed and replaced with an inflatable penile prosthesis. No further complication were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis